Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy who experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with serratia marcescens in the culture and a wbc count of 3577/mm3. The patient was diagnosed with peritonitis due to contamination to her drain line following a pd treatment. It was explained the patient allowed her [fresenius] drain line to fall into the toilet and drag across the bathroom floor directly following a ccpd treatment. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg (frequency and duration unknown) to address the infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) due to the severity of her infection. The patient is recovering from this event as she awaits discharge to a rehabilitation facility where she will continue hd therapy. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis upon discharge from the rehabilitation facility and eventually will be trained for home hd.